Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient tried to send the transmission after receiving vibratory patient notification alert, the transmission failed. Device rf issue was suspected, and an inductive transmitter was sent to the patient. When transmission was sent to clinic via inductive transmitter, alerts for device at eri, eos and bpa were noted. Premature battery depletion was noted. There was also an alert for right ventricular lead impedance greater than upper limit. Right ventricular lead exhibited high, out of range, pacing lead impedance and high capture thresholds. Lead was capped and replaced on (B)(6) 2019. Device was also explanted and replaced. Patient was stable and was discharged home. Related manufacturer reference number: 2938836-2019-04794.